Manufacturer narrative:
It was reported that the surgeon reported getting erroneous tibial navigation values of up to 12 degrees from the targeted proximal cut angle of the posterior slope. Investigation of the available information concluded that the root cause of the issue could not be identified. This MDR reportable event was identified to meet reporting requirements of 21 cfr 803 during an internal review and, therefore, is being filed retrospectively. The device listed in this report is used for treatment, not diagnosis.

Event description:
During a total knee arthroplasty the surgeon reported getting erroneous tibial navigation values of up to 12 degrees from the targeted proximal cut angle of the posterior slope. The surgeon did not undertake a second validation of the cut values, as he did not want to repeat the registration process and resection. No additional information was provided regarding this event, and there was no adverse patient impact reported.